Event description:
It was reported that the patient¿s first implant was wonderful, but in (B)(6) 2013 about 6 months after implant, he got a staph infection. They tried to treat the infection, but ended up removing the whole system. The patient had to wait 6 months before putting in the current system.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).